Manufacturer narrative:
Concomitant products: product ID 3889-33, lot # va0jpa7, implanted: (B)(6) 2014, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported the patient experienced a burning sensation and since four days prior had been in ¿horrible¿ pain. The pain and burning came on suddenly. It was stated that it felt like the battery was ¿burning or aching from the inside out.¿ the patient turned stimulation off and it felt better. They later turned it back on at a low level, but then started having incontinent issues again so they increased stimulation. After doing that, the patient was again feeling the burning and it mostly just hurt. When the device was implanted stimulation was at 3v and it did help with their incontinence. No falls or traumas were noted and the pocket site did not seem red, swollen, or warm. No outcome was provided with this event. Further follow up is being conducted to obtain this information. A follow up report will be sent if additional information is received.